Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000325420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) when loading the seal into the delivery system, the seal did not enter the tube and could not be loaded, so use was discontinued. It was said that the seal did not fit into the tube because it was out of shape. They ended using the same product from another lot. There are no delays in the process. There was no impact or damage to patients.

Manufacturer narrative:
Tw ID# (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d9--corrected from "no" to "yes", h3--corrected from "no" to "yes". The device was returned to the factory for evaluation on 02/09/2024. An investigation was conducted on 02/19/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the devices. The delivery device was returned outside the loading device. The blue slide lock was on and the white plunger was not depressed. The seal was observed unfolded inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
N/a.